Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The crown came loose a few times. After follow up with the doctor, she confirmed it came loose twice. Clarification: doctor confirmed that due to the two loosening, the implant lost integration and was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: one (1) unknown biomet screw was not returned for investigation. This investigation has been performed based on the available information using the item number along with the instructions for use (IFU), and risk management file (rmf). The product (unknown biomet screw) was not returned for investigation. The reported event is non-verifiable. A pre-existing condition was not noted on the per form. Bone density was unknown. The reported device was located on tooth #46 (fdi). The device was used for approximately 1 year and 8 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Documents reviewed: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'precautions' 'breakage' 'warning.' Additionally, per the IFU, improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. DHR, sterilization, and complaint history review: (unknown screw) DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable.

Event description:
No further event information is available at the time of this report.